Event description:
It was reported that a patient was revised due to unknown reasons. The distal femur was converted to a total femur. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-02544, 0001825034-2022-02011. Concomitant medical products: fluted stem extension straight precoat 9 mm diameter 130 mm length, item# 00585205009, item# unknown, segment with male/female taper 40 mm length, item# 00585004604, lot# 62718094. Report source: (B)(6). Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided pictures identified product to be explanted implant. No further evaluation can be made based on the picture. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical g4-femur.